Event description:
A nurse reported that air bubbles were notices to leak into pt's eye through the infusion line during a vitrectomy. The surgery could be completed with no pt harm. Add'l info has been requested but not received to date. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).